Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose level and customer states that during the fill tubing her insulin did squirt out. Customer also report when removing the reservoir from the pump she discovered the reservoir was leaking. Customer's blood glucose value was 35 mg/dl at the time of the incident and current blood glucose is 158 mg/dl. The customer also report the blood glucose was 73 mg/dl. The customer was assisted with troubleshooting and declined for low blood glucose. The customer did not provide details regarding symptoms and treatment of low blood glucose. Customer report customer does not allege pump was over delivering. Customer did not use auto mode. The insulin pump will not be return for analysis.

Manufacturer narrative:
Evaluated 1 open/used reservoir. Inspected reservoir's o-rings/stopper groove for anomalies, none were found. Ran basal, bolus leaking test per dop114-811 as follows: reservoir filled with diluent and connected to a new infusion set. Installed reservoir and connector into a 7xx pump. Performed pump manual prime, visual fluid flow through infusion set and out catheter tip. Conclusion: reservoir do not leak (did not continue dripping insulin after test).